Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
The patient reported a loose tooth and clinical support confirmed tooth not within normal limits. Advised patient for a rest period.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.